Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure the doctor was firing the device with a green load across thick tissue of the lung when the stapler couldn't cope with the thick tissue and tore the tissue. The surgeon fired the device slowly and the whole cartridge fired on the tissue but the stapler tore the tissue as it fired the staples.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Instrument b: add'l device info: batch # (B)(4). Additional information: the consequence was longer under anesthetic for the patient (half hour approx) and a lot of frustration for the surgeon. The leak was discovered when ventilating the lung just after the procedure was finished. What tissue was fired across with the green cartridge? Thick lung tissue of the right upper lobe, as there was no fissure the tissue was really thick. What tissue was torn? Lung tissue tore, after detailed conversations with the surgeon the staple line came apart as the staples were not long enough for the thick tissue. How was the tissue tearing addressed? He oversewed the staple line where it came apart. Was this discovered intra-op or post-op? Discovery was at end of the operation when they ventilate the lung. What was the condition of the tissue? Tissue was delicate. Pre-existing conditions? Not reported. What did the staple line look like? One side had staple in and other side came apart, looked like staple had not gone all the way through. Was a leak test performed? It was prior to ventilation of the lung. Was this discovered intra-op or post-op? Discovered just after finished. How was the leak mitigated? Oversewed staple line the analysis found that one ec60a device was returned in good visual condition and with five ecr60g cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The second ec60a device was received for analysis with no visual non-conformances and with a green cartridge reload loaded. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Corrected information: the initial report provided 2 devices. Device 2 was incorrectly returned on this event and belongs with 3005075853-2012-03743.